Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. The hospital disposed of the device.

Event description:
The patient was undergoing a coil embolization procedure using pod packing coils (podj coils). During the procedure, while attempting to advance a podj coil through another manufacturer's microcatheter, the physician experienced friction and was unable to advance the podj coil through the microcatheter. Therefore, both the podj coil and the microcatheter were removed. The procedure was then completed using a new podj coil and a lantern delivery microcatheter (lantern). There was no report of an adverse effect to the patient.